Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields d5, d8, h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. In addition, the section of the device with the foreign material remained had no deformation. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material may have been unremoved because the device was not reprocessed properly by the leak occurred from the biopsy channel. The event can be detected/prevented by following the instructions for use: detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the forceps elevator had foreign material. There were no reports of patient involvement.